Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted beginning (B)(6) 2016 rv coil impedance spiked to 254 ohms up from a trend that had been in the 66-91 ohms range.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv coil impedance. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.